Event description:
It was reported that during clinic follow up, the right ventricular (rv) lead exhibited noise caused by external interference. Programming changes were performed. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
Investigation findings and conclusion were updated.